Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding blood in the venous port of a fresenius 2008t machine. A fresenius field service technician (fst) was called onsite to evaluate the machine. The fst confirmed there was blood contamination in the venous port. To repair the machine, the fst replaced the level detector module and calibrated the air detector. The diasafe filter was also replaced as it was due for replacement. The fst submitted a service confirmation (sc) form verifying the repair. The sc form indicated there was patient involvement. Per the sc form, there was no patient injury. There were no reported adverse effects experienced, and no reported medical intervention. The machine passed functional testing and was returned to service. The level detector module was returned to the manufacturer for evaluation. Multiple attempts were performed to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
Plant investigation: a fresenius field service technician (fst) evaluated the machine and confirmed there was blood contamination in the venous port. To repair the machine, the fst replaced the level detector module and calibrated the air detector. The level detector module that was removed from the machine was returned to the manufacturer for physical evaluation. An exterior inspection of the component revealed there was an unknown substance present in the venous port. Therefore, the reported complaint was confirmed.

Manufacturer narrative:
Plant investigation: a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A part was received by the manufacturer for physical evaluation, and that evaluation is in process. A supplemental MDR will be submitted upon completion of this activity.